Manufacturer narrative:
Caller was not sure which meter the comparison was performed on. Reference medwatch report with (B)(6) for the other suspect device used.

Event description:
Caller states patient tested 4.1 inr on the coaguchek xs plus system while a comparison lab returned as 3.08 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.